Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of urgency which started on (B)(6) 2019 (sudden onset). They stated that everything was fine, then they had to rush/running to the bathroom and went 4-5 times. No actions had been taken prior to report. The patient stated that they had not spent much time trying to use the handset today. They initially stated that "it wasn't working so I used my cell phone". It was reviewed with the patient how the handset was not designed to make phone calls. It was attempted to walk the patient through the handset/communicator use but they were unable to understand or follow the prompts. It was reviewed with them to go through training in person for the issue. They were redirected to follow up with their healthcare professional (hcp) and a follow up appointment of (B)(6) 2019 was noted. There were no further complications reported or anticipated.